Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to multiple service error code. Patient further reported that they got the wires all tangled up and was not able to untangle them for troubleshooting. Troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable passed weight and failed inspection for cable damage. The reported service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable wires. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.